Event description:
Additional information received indicates the patient remains in ICU in poor health with recurrent ventricular tachycardia.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a repeat ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred. After the voltage map was created, the patient developed slow vt and ablation was initiated with a tacticath quartz ablation catheter at the apex of the left ventricle. At the onset of ablation, the patient complained of chest pain and pain medication was administered. After three minutes of ablation, the patient complained of chest pain again and an echocardiogram revealed a pericardial effusion. Prior to a pericardiocentesis, an attempt was made to overdrive the vt; however, the patient developed fast vt and a cardioversion was performed, which converted the patient to sinus rhythm. The patient then decompensated and CPR was initiated, which stabilized the patient. A pericardiocentesis was performed and the patient remained stable for approximately 30 minutes; however, it was noted the pericardial effusion continued and a second pericardiocentesis was performed. This stabilized the patient for a transfer to surgery for repair of the perforation. There were no performance issues with any sjm device.